Event description:
It was reported that a few hours after placement, the foley catheter balloon spontaneously fell off due to possible lumen to lumen leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 all-silicone temp sensing foley catheter with sample port connector. Visually inspected catheter, no physical defects present. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water with inhouse syringe; it inflated properly. The inhouse syringe was connected and it was able to deflate the balloon passively in under 5 min: 3 min and 40 seconds. No leaks noted, the reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. As the reported event was unconfirmed a DHR review was not required, however it was completed before the sample evaluation was performed. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few hours after placement, the foley catheter balloon spontaneously fell off due to possible lumen to lumen leak.